Manufacturer narrative:
As of 03/29/2022 unused retained product and unused returned samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening. Refer to this report for further details.

Event description:
On the initial report received by aso on 02/07/2022 consumer reported that her child had a reaction to the product like a burn, raised, but not blistered. We received completed customer information request (cir) from the consumer on (B)(6) 2022. Consumer stated that her daughter saw a dermatologist and it was prescribed a cream. Consumer informed that the symptoms did not correct after her daughter stopped using the product. In addition, consumer stated that the issue was with the pad area. Consumer stated that her daughter used two different size bandages. Please refer to MFR report # 1038758-2022-00004 for the investigation on the additional product.